Event description:
Info received indicates the break is not holding enough.

Manufacturer narrative:
The technician found the brake casters worn and the top and bottom plates broken on the brake block. The technician replaced the brake black and casters to repair the bed.